Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. A detached needle, dispensed suture, a paper lid and one empty winding former were returned for analysis. During the visual inspection of the needle, the swage and attachment area were as expected and remnant of the suture was noted into the barrel hole and slightly marks were observed on the edge of the needle that appears to be by the use of a surgical instrument.the dispensed suture was examined along of the strand and no defects were observed. However, the end of the suture is severely damaged (flat) appears to be by the use of a surgical instrument. Per the sample condition the assignable of the performance - pull off suture needle, suggest an improper handling of the sample.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: lot #: pdp303h, lj7csmv. Did any needle fall into patient? No if yes, was it retrieved? And how? Any patient consequences/ae outcome as a result of the event report? No patient consequences known. Was the procedure completed successfully? And how? Procedure completed successfully with new sutures. Were both needles that presented with issue being used on same patient/single procedure? Yes.

Event description:
It was reported that a patient underwent a hemicolectomy on (B)(6) 2018 and suture was used. During the procedure, the needle pull-off during tissue passage. Another like device was used to complete the procedure with no adverse patient consequences. Additional information had been requested.